Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre reader insulin calculator ratio amount was not recording. The customer did not experience any symptoms however, she had self-treated with an unspecified dose of insulin. The customer had contact with a healthcare professional and received unspecified treatment. No treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (jngz323-t1927) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader was sent for further investigation because the insulin calculator function was not available in the reader settings. An extended investigation has also been performed. The reader was visually inspected and no issues were observed. The reader powered on with button depression and inserting strips. Navigated the reader settings and observed that the insulin calculator functioned properly. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre reader insulin calculator ratio amount was not recording. The customer did not experience any symptoms however, she had self-treated with an unspecified dose of insulin. The customer had contact with a healthcare professional and received unspecified treatment. No treatment details were provided. There was no report of death or permanent injury associated with this event.